Manufacturer narrative:
(B)(6). Investigation: we have been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that we could determinated a damaged in the plunger rod by the evaluation of the plunger with magnification. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7118054, 7118055, 7114316 and #7114312 and no problems, defects or qn related to the reported issue were found. We conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Based on an evaluation of severity and occurrence it was determinated that no corrective action is required at this time.

Event description:
It was reported that a 20ml discardit¿ ii syringe w/o needle allowed air into the syring during use, causing leakage. There was no report of exposure, injury or medical interventions.